Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during piercing process in a laparoscopic sleeve gastrectomy, the surgeon inserted the device into the flank and pricked the inferior vena cava, which caused bleeding and ultimately death. Blood loss was greater than 500 cc and blood transfusion was required. The patient died. The surgeon reported there was no issue with the device and the death was caused by his fault for puncturing the vena cava.